Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement of the xience alpine stent delivery system to the heavily calcified left anterior descending coronary artery, the proximal shaft kinked, and the stent moved on the balloon. The device was removed from the anatomy, without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The stent implant was stationary on the balloon between the markers; thus, the reported unstable stent could not be confirmed. There was no damage noted to the stent delivery system; thus, the reported kink was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to operational context of the procedure as it is likely the device interacted with the heavily calcified artery causing the reported failure to advance. Additionally, the investigation was unable to determine a conclusive cause for the reported difficulties related to shaft kink and unstable stent as no kink was identified and the stent was received stationary on the balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.